Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR report#: 2134265-2016-05601. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had stent thrombosis and expired. The indication for the index procedure was an emergent case of st-elevation myocardial infarction (stemi). The target lesion was located in the proximal to mid right coronary artery (rca) with very large thrombus and was totally clotted without distal flow. The target lesion was treated with pre-dilation using a 3.0x12mm apex balloon and placement of a 2.75x16mm synergy ii stent. Then a 3.0x8mm synergy stent was placed in the mid rca. Post-dilation was performed using a 3.25x15mm nc apex balloon. Post procedure the patient was removed from the procedure room and started to experience chest pain in recovery. The patient went into cardiac and respiratory arrest. The patient was placed on ventilator and taken back to the catherization lab for further evaluation. Stent thrombosis was noted at the previously stented rca, which was treated with multiple balloon inflations using a 3.0x12mm apex balloon and a 3.5x12 apex balloon. The patient was administered with reopro and had an intra-aortic balloon pump inserted. The patient was able to leave the catherization lab in stable condition, but passed away shortly after the procedure, within the same hospital stay.